Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 6/19/2017 resulted in defect found meter. The meter displays partial characters. Based on the result the event was determined to be reportable. Root cause: user mechanical stress. (B)(4).

Event description:
Consumer reported complaint for defective lcd. The customer stated that the meter is showing partial characters. Customer stated he is unable to see the last character on the screen. No medication was administered based on the results displayed. At the time of the call on (B)(6) 2017, the customer felt well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 06/21/2018 and open vial date was undisclosed. Adverse event not reported at the time of the call on (B)(6) 2017.